Event description:
Caller reported a malfunction on the pump, displaying a malfunction code of malf 5. There was no adverse impact to the customer's blood glucose level, which reached 300 mg/dl due to the issue. The customer managed the high blood glucose by using a correction injection via mdi. Tandem technical support arranged for a replacement pump with updated software to be sent, and provided instructions for returning the faulty pump. The customer was advised on steps to store the current pump and how to set up the replacement, including programming pump settings and connecting their cgm.